Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, they observed low po2's after long times of low blood flow; this was noted when rewarming pt. Cardiopulmonary bypass surgery was initiated at 10:16 am and was maintained off an on until 6:18 pm. Prior to 4:00 pm, the oxygenator appeared to be functioning adequately with reasonable pao2s and paco2s. After 4:00 pm, gas transfer was not able to meet metabolic needs of the pt with pao2 dropping to <100 mmgh and even 40 mmgh at 5:30 pm. The oxygenator was changed out about 5:45 pm with immediate improvement in pao2>400 mmgh). Acts gradually dropped during rewarming with low value of 346 seconds shortly after oxygenator change out. The pt was bleeding large volumes with multiple cell saver units transfused. Blood was also noticed in the endotracheal tube in late stages of cpb and post bypass. The pt was weaned from cpb and sent to ICU in poor condition. Excessive bleeding continued over night with need for multiple blood transfusions. The pt was returned to the operating room at 5:30 am on (B)(6), 2011 for reason of excessive bleeding. Pt was again sent back to ICU, and the pt later expired on (B)(6), 2011. The oxygenator change out required termination of cpb for 90 seconds. Cpb was restarted after change out. Due to the change out, there was a blood loss of 250 ml of blood. Change out lead to a delay of about 2 minutes. According to both perfusionist's, the pt's death was not attributed to the low po2s and/or the oxygenator change out.

Manufacturer narrative:
Terumo has received the actual device for investigation; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. (B)(4).